Event description:
The device is not being returned for evaluation. The sales representative reported the patient exhibited infection following the placement of device. The surgeon called to inquire if they could remove, autoclave and replace the device. The sales representative reported the device was a one time use and could not be re-used.